Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a pod packing coil (pod pc). During the procedure, the physician successfully implanted a pod4 into the target vessel. Next, the physician advanced the pod pc into the target vessel and detached it. However, the pod pc unraveled and migrated into the right hepatic artery. Therefore, the physician used a snare device to successfully retrieve the pod pc. The procedure was completed using a ruby coil. There was no report of an adverse effect to the patient.